Event description:
The customer reported that the gas lift is not working on the surgistool. It was further reported that the stool will not move up or down and it is thought that this is due to the gas leaking. The customer added that this was noticed during a procedure, but no adverse consequences were reported.